Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a procedure of the moderately tortuous, heavily calcified, de novo, distal femoral artery lesion. Reportedly, pre-dilatation was performed, but the lesion remained calcified. The supera stent delivery system (sds) was advanced, but failed to cross the lesion; however, deployment of the stent was initiated and the stent became caught in the calcification. Deployment was not completed and an attempt was made to remove the stent before it was fully deployed. Because the stent was caught in the calcification, it stretched and was then fully deployed. The sds was removed and atherectomy was performed. During atherectomy, the stent was able to be removed. No further treatment was performed. There was no adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.